Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of hypovolemia and hypotension, characterized by dizziness, which necessitated admission to the hospital and a pd prescription change. The pdrn stated the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The pdrn stated the patient has struggled with hypotension since before beginning pd therapy. Hypotension induced by hypovolemia is a common and serious complication among pd patients. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support requesting assistance with the patient's pd therapy. The patient contact stated that the patient returned from the hospital and the patient believed that the hospital did not fill them with the proper amount of fluid. Follow-up with the patient¿s primary peritoneal dialysis registered nurse (pdrn), confirmed the patient was hospitalized on (B)(6) 2020 through (B)(6) 2020 for hypotension (chronic). The patient presented to the emergency room (ER) due to dizziness and hypotension (reading not provided). The pdrn stated the patient was found to be dehydrated and administered intravenous (IV) normal saline (volume not provided). The pdrn stated the extra volume helped relieve the patient¿s hypotension, therefore while hospitalized the patient was transitioned to only 1.5% dextrose solutions during continuous cycling peritoneal dialysis (ccpd) therapy. The prescription change continued following discharge, and the patient has recovered from the events. The pdrn stated the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The pdrn stated the patient has struggled with hypotension since before they began pd therapy and has required constant monitoring.